Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/31/2013 with the following findings: evaluation revealed that the keypad had a hole between the contrast and up buttons. All of the buttons responded appropriately. There was contamination under all button contacts. The lens was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on 10/31/2013.